Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the thailand alleged a discrepant result for a single patient while using cobas® sars-cov-2 & influenza a/b qualitative assay for use on the cobas® 6800/8800 systems . Initially, the patient tested on sars-cov-2 antigen self test kit (atk) and generated a positive result for sars-cov-2. The patient was retested on cobas 6800 (new sample) which yielded a negative result (orf 1a/b and e gene negative). Another retest (new sample) was performed using the sars-cov-2 antigen self test kit (atk) and generated a sars-cov-2 positive result. Finally a new sample was collected within the same day and tested on cobas 6800 which yielded a positive result (orf 1a/b and e gene positive). The sars-cov-2 not detected result was released to the patient and hcp as well as the repeat result of sars-cov-2 detected. No harm was alleged. An investigation has been initiated and is ongoing. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be filed upon the completion of the investigation. Facility name truncated due to character limit : (B)(6) hospital public co..ltd. (B)(4).

Manufacturer narrative:
No product problem or system issue was identified, during the investigation performed. The differences observed, are likely related to sample or site-specific factors. Cn- (B)(4).